Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598003702, lot #: 63873964. Nexgen lps-flex articular surface, catalog #: 00596203217, lot #: 63802612. Nexgen femoral component, catalog #: 00576401652, lot #: 63772285. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00141.

Event description:
It was reported that the patient will require a revision surgery to address tibial loosening. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. UDI # (B)(4). Concomitant medical products: all poly patella, catalog #: 00597206532, lot #: 63518721. Reported event was unable to be confirmed due to limited information received. Device history record (DHR) was reviewed with no deviations identified. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.